Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, chest pain and restenosis occurred. (B)(6) 2011, the patient presented with a 95% stenotic, 2.5x15mm lesion located in the obtuse marginal artery. The physician predilated the lesion and then placed a 2.5x20mm promus element stent. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. Nine months post procedure, the patient was seen for a follow up visit and complained of chest pain and was admitted to the hospital. Angiography revealed no symptoms or objective signs of silent ischemia. The patient underwent a pci that revealed 90% stenosis in the obtuse marginal artery with timi 3 flow. The patient was treated with a drug eluting stent and post procedure the stenosis was 0% with timi 3 flow.